Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). Pil is unable to confirm the complaint of touch operation failed several times. Flex print resistance testing and resistance ratio testing had passed, indicating the touch screen functionality is within acceptable tolerances. There was no problem found with the returned touchscreen.

Manufacturer narrative:
Initial reporter name and address:: reporting address line 1: (B)(6). Reporting institution phone:(B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen had issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the touchscreen was unresponsive. The fse replaced the touchscreen, and the issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.